Event description:
It was reported that during an implant procedure, impedances were found on the lead. The physician opted to open a new lead and the impedances were cleared. The patient was doing well postoperatively.